Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert the patient's arrhythmia. X-ray imaging indicated that positioning of the electrode might have been too lateral, and adipose tissue was present between the ribs and the s-ICD. The s-ICD was also positioned slightly inferior of ideal placement. The s-ICD system was programmed off. Subsequently, the s-ICD and electrode were explanted and replaced with a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.